Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 60% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid circumflex (cx) artery. A 3.50x20mm taxus express2 drug eluting stent was placed in the second obtuse marginal (om), inflated to 10 atms. A 3.5x12mm quantum balloon, inflated to 14 atms, was used to post dilate the area due to residual stenosis of 30%. The 1st attempt to place the 2.75x20mm taxus express2 drug eluting stent in the cx was unsuccessful. The physician felt that some degree of the stent from the om was "hanging out into the cx" and therefore, additional inflations were made to the 3.50x20mm taxus stent with a 2.0x15mm maverick balloon, 4 inflations to 14 atms for 4-10 seconds; a 3.0x15mm maverick balloon, 2 inflations to 10atms for 5-8 seconds; and a 3.5x20mm maverick balloon, 3 inflations to 4-14 atms for 12-25 seconds. The 2nd attempt to place the 2.75x20 taxus express2 drug eluting stent in the cx was unsuccessful. On the 3rd attempt a choice extra support wire was used, but even with the buddy wire technique, the physician was unable to advance the stent. When the physician attempted to remove the 2.75x20mm taxus stent it became dislodged from the stent delivery system. The dislodged stent was then expanded in the proximal cx with a 2.0 and 3.0 maverick balloon and a 4.0 quantum maverick balloon, 2 inflations to 14 atms and 1 to 12 atms. A 3.0x15mm maverick balloon was inflated to 6 atms in the posterior descending artery (pda). A final attempt to place a second 2.75x20mm taxus express2 drug eluting stent was unsuccessful. The procedure was stopped. The patient did not have any residual stenosis in the deployed stents in the mid cx and om. There was 50% residual stenosis remaining in the pda. Medication provided: angiomax, integrilin. No additional patient complications were reported.